Event description:
It was reported to philips that tempus pro displaying error message "detected an error please shutdown and restart" occurred while utilizing the videolaryngoscope unit was rebooted and issue was resolved . Philips is investigating this complaint.